Manufacturer narrative:
Device evaluated by MFR: promus select ous mr 20 x 4.00 mm stent delivery system was returned for analysis. A visual examination of the stent found no signs of stent damage. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The stent od (outer diameter) was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left anterior descending artery. A 20 x 4.00 promus premier select drug-eluting stent was advanced but could not be tracked due to calcified vessel and damaging the stent during the process. The device was removed and the procedure was completed with a different device. There were no complications reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left anterior descending artery. A 20 x 4.00 promus premier select drug-eluting stent was advanced but could not be tracked due to calcified vessel and damaging the stent during the process. The device was removed and the procedure was completed with a different device. There were no complications reported and the patient status was stable.